Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11983. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with a 33 mm watchman ® laa closure device & delivery system (wds) were used. A baseline transesophageal echocardiogram (tee) revealed a pericardial effusion of 5 mm. The procedure continued and the closure device was successfully implanted. At the end of the procedure, the effusion had grown to 7 mm. The patient was observed for about 10-15 minutes, but no intervention was performed. A transthoracic echocardiogram was performed and did not show any additional change. The patient remained stable and was discharged the following day.